Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the device would not pump fluid through bag. Per additional information received from the customer on (B)(6), the pump powered down. The patient was intended to be fed 365 mls and only received 150 mls. There was no patient harm and no medical intervention required.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of the pump powered down. The patient was intended to be fed 365 mls and only received 150 mls. The unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.